Manufacturer narrative:
With additional information received it was determined that the event ref# 0008031020-2021-00279 involves stryker joint replacement device not stryker trauma device. Please disregard this initial MDR report. Subsequent initial MDR report and investigation results will be submitted under MFR. Report # 0002249697-2021-01353.

Event description:
As reported: "in the context of an infection of the hip joint, independent of the implant, an operation was performed on the hip joint. It was accidentally discovered that the ceramic head was broken. The prosthesis was consequently removed."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "in the context of an infection of the hip joint, independent of the implant, an operation was performed on the hip joint. It was accidentally discovered that the ceramic head was broken. The prosthesis was consequently removed."